Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 09-june-2015, a tss spoke with the customer over-the-phone to address the reported event. The tss performed troubleshooting with the customer and found that the customer was using different target ranges for biorad control than those established for the lot in question. The target ranges established for the prog was faxed to the customer. The most probable cause of the reported event was due to use of incorrect control ranges.

Event description:
On (B)(6) 2015 , a customer reported quality control (qc) issues for progesterone (prog) with their aia-360 analyzer. The customer is unable to run prog patient samples. A technical support specialist (tss) performed troubleshooting to determine the cause for the reported issues. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.